Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed due to a cubie pocket not staying closed and did not recover after a reboot. The field service engineer found that there was no failed cubie causing the drawer issue. Instead, the fse discovered a missing inseparable magnet, which prevented the drawer from registering as closed. The magnet was replaced, and a proactive visual inspection was performed. Additionally, the pyxibus cable was redressed to move it away from the sharp edges of the rear drawers. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer failed and unable to recover. User reported cubie pockets failed to stay closed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.